Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient received an ¿hb ¿ make sure the heater bag is on the heater tray¿ message during fill one of five of peritoneal dialysis therapy. While responding to the alarm, the patient contact noticed that there was fluid coming from the cassette door of the cycler. Treatment was cancelled and the patient completed treatment with manual supplies. Upon contacting a technical support representative, the patient contact was advised to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse of the event. The patient did not develop any symptoms or require medical intervention as a result of the leak. The cause of the leak is unknown. The sample was not available for evaluation. The patient has received a replacement cycler, and has been able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was not available.